Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 23 mmol/l. Customer stated insulin pump had open book image. Customer stated insulin pump had broken force sensor was detected during seating or regular delivery alarm was displayed before the open book image was displayed on the screen. It was unknown that customer was using auto mode or not. Troubleshooting was performed. The insulin pump will be returned for analysis.